Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter read inaccurately high compared to another meter as well as compared to their feelings and/or normal readings. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred during in (B)(6) 2016. At this time the patient obtained blood glucose results of ¿170-180mg/dl¿ with the subject meter which are higher than the patient¿s usual blood glucose range of ¿50-107mg/dl.¿ the patient also obtained a blood glucose result of ¿128mg/dl¿ on the subject meter which they compared to a result of ¿105g/dl¿ obtained on another device. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged product issue occurred they developed the symptom of ¿sweating.¿ in response to this symptom the patient visited the hospital where they were treated by a healthcare professional with food and/or drink at 11am on (B)(6) 2016. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter at the time of testing and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which could have caused or contributed towards the onset of the signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event which the patient experienced.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.